Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse discovered the cbc lyse pump was intermittently failing; the fluid was bypassing the inner plunger; bubbles were not in the tubing, instead, fluid was leaking onto the plunger. The cbc lyse pump was replaced, resolving the leak in addition to the lyse low errors and no diff errors. (B)(4).

Event description:
The customer reported observing fluid and bubbles in the complete blood count (cbc) lyse pump (pm7) on a coulter lh 750 hematology analyzer. While servicing the instrument, a field service engineer (fse) observed a fluid leak from the pump. There were lyse low and no diff (differential) error messages observed at the time of the event. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.